Manufacturer narrative:
Biomed ran the device at lower oxygen concentration with no issues, once concentration was increased the error reappeared. Investigation is ongoing. ----------------------------------------------------------------------- hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4 and h11.

Event description:
Hamilton medical ag received the following incident description: during ventilation, the g5 alarmed with oxygen supply failed, and staff could not clear the issue. Patient was removed and placed on another ventilator.

Manufacturer narrative:
Biomed ran the device at lower oxygen concentration with no issues, once concentration was increased the error reappeared. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: during ventilation, the g5 alarmed with oxygen supply failed, and staff could not clear the issue. Patient was removed and placed on another ventilator.

Event description:
Hamilton medical ag received the following incident description: during ventilation, the g5 alarmed with oxygen supply failed, and staff could not clear the issue. Patient was removed and placed on another ventilator.

Manufacturer narrative:
Biomed ran the device at lower oxygen concentration with no issues, once concentration was increased the error reappeared. Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Additional information added in follow-up #2 (B)(4). The issue occurred during ventilation. The patient was exchanged to another device. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be the air inlet mixer valves no longer opening properly. After replacing the mixer valves, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the air inlet mixer valves could result in inadequate ventilation support.